Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a rf ablation procedure, two pads were placed on the patient's thigh. The surgeon was working on the patient's left ankle. When the pads were removed post-surgery, it was noted there was a second degree burn the same size as the pad on the patient's thigh. The patient had an aneurysmal bone cyst of the left proximal fibula resistant to traditional doxycycline ablation therapy. The injured area was described as 22cm x 4.5cm, with a blister on the medial side of the area which measures 3cm x 2.5cm. The blister was left intact, and mepilex ag foam dressing was applied to the entire burn area, and the dressing was secured with kerlix. The patient is still being followed in the burn clinic weekly with daily dressing changes at home.